Manufacturer narrative:
Software has not been evaluated as of the date of this report.

Event description:
A medtronic ent rep reported the surgeon alleged an inaccuracy of 1 or 2 mm during a functional endoscopic sinus surgery. The surgeon registered with tracer and felt accurate after checking several anatomical landmarks. When he was navigating in the nose, he felt inaccurate 1 to 2 mm to the left while using the straight suction. There were not any issues registering the instrument and the pt exam looked clear; no artifact or scatter. The surgeon proceeded with the case to completion with the use of the landmarx element system. There was no impact on the pt outcome.